Event description:
Esu electrosurgical unit was used to perform t&a tonsillectomy and adenoidectomy. The esu tip was resting on the side of mouth until needed. Minor 3rd degree burn discovered after use. Tip was examined by ce clinical engineer and insulation coating was compromised; tip electrode leaked.